Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with a pacemaker stated their remote communicator displayed a red call doctor icon. Technical services (ts) was consulted and determined the red alert was due to a high out of range pacing impedance on the right ventricular (rv) channel. It was noted that there was a successful interrogation the day after the red alert. Ts referred the patient to the clinic. This pacemaker remains in service. No adverse patient effects were reported.